Event description:
It was reported that during device interrogation, a pacing lead impedance (pli) error message stated out of range for both the atrial and ventricular leads. Technical svs discussed data storage changes with the programmer and noted that the egms suggested noise on both leads. Technical svs discussed performing a chest x-ray, isometrics and reinterrogating the device using a different programmer. A chest x-rays, isometrics and device reinterrogation was not performed. The pt will return for a follow-up appointment and the device will be reinterrogated at that time.